Event description:
The doctor reported the abutment screw fractured 2.5 years after placement. The doctor reported the fractured screw was either lot number 944884 (manufactured march 29, 2010, expiration date march 29, 2015) or lot number 944888 (manufactured may 28, 2010, expiration date may 28, 2015).

Manufacturer narrative:
Visual inspection confirmed that the abutment screw had fractured. The review of the product record did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.